Manufacturer narrative:
The clinician reported two additional occurrence of this device malfunction. Please reference the below MDR number for reporting of this additional occurrence. MDR 2245270-2014-00041. MDR 2245270-2014-00042. Vygon u.s. Received one malfunctioning sample from the customer and returned it to vygon (B)(4) (the manufacturer) for device evaluation and complaint investigation. The results of this investigation are still pending, and the results will be sent to FDA via a follow-up MDR within thirty days of its conclusion.

Event description:
Lectro-spiral cracking/leaking near neck/adaptor end to IV tubing. Patient lost parenteral nutrition, required new lines, and altered biochemistry.